Manufacturer narrative:
The event of "capsular contracture", "seroma" is a physiological complication and analysis of the device generally does not assist lifecell in determining a probable cause for this event. A review of the device history record for strattice lot sp200412 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
It was reported from the sales rep on behalf of the hcp that a patient had strattice lot, sp200412-125, to the peri prosthetic capsule for treatment of contracture and for lower pole support on the right side. She did not wear her bra and bounced her breasts around quite a bit (extremely large and flat and long) and her right breast strattice became displaced unbeknownst to the hcp. She developed a contracture on that side and was not responsive to massage or ultrasound treatments. Re-operation was undertaken and she had red dots of inflammatory cells all over her native capsule (biopsy showed giant cell reaction with eosinophils) and a small amount of clear fluid and a pocket of sterile purulent material in the area of the displaced and crumpled strattice. The hcp debrided the unincorporated strattice, cleaned out all debris and injected the capsule with kenalog where they would not interfere with the patient's extremely thin soft tissue implant coverage (essentially skin on implant) and put the implant back in. The patient underwent surgery on (B)(6) 2023 and did fine for several weeks and as an after thought, was put on steroids post operatively. The patient was seen (B)(6) and was class I soft and better than last visit. Tapered her from 30 mg predisone to 20 mg. Seen on (B)(6) with complaints of rapid recurrence of the capsular contracture on the right and possible fluid build up again. The hcp restarted external ultrasound but doubts that will do more than make the patient happy they are intervening and can order an ultrasound to evaluate fluid. The left breast has been fine. Class I soft and good shape. No inflammation. The hcp did not explore it. The hcp is requesting guidance about what to do next as they have never had any issues before with strattice. The hcp is very concerned that they will need to remove the entire capsule and strattice and be left with a very thin fragile skin envelope (more than before) and a possibly deformed breast which will revert to capsular contracture again. The hcp states "just need advice and confirmation that full removal is the right thing to do and if waiting is of any value."